Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that the coil failed to deploy. A 6mm x 10cm interlock¿ was selected to treat the target lesion. During a vessel embolization procedure, it was noted that the coils failed to deploy, it was further observed that the coil became stuck on the hub. The procedure was completed with a different device. There were no patient complications reported. However device analysis revealed that the number of fiber bundles were below specification.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The complaint device was returned for evaluation. A pusher wire and coil were returned, interlocked in the introducer sheath. There was a small amount of blood in the introducer sheath. It was observed that the pusher wire was kinked distally. The coil and the pusher wire were stretched within the sheath. The coil was attempted to be retrieved by advancing the pusher wire through the introducer sheath and this was successful. The interlocking arm of the pusher wire was inspected and no damage noted, the pusher wire was very stretched in the ss region. The core wire of the pusherwire was broken. The coil was seen to be very stretched proximally. The coil zap tip shape and surface was smooth. The coil interlocking arm was present and free from damage, the coil was stretched proximally in this region. The number of fiber bundles recorded during product analysis was below the assigned specification. The damage to the coil impacted the overall structure and appearance of the coil as the number of fiber bundles was two below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).